Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a breast biopsy case, when the intact wand was removed from the patient, staff reported the wire on the device tip fractured at the distal end. Nothing was left in the patient and there was no patient harm.